Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional information confirms that the spinal cord stimulation (scs) system was explanted as part of an elective replacement procedure, initiated by the patient to upgrade to an MRI-conditional system. The patient is recovering well postoperatively and reports satisfaction with the therapy. Per facility policy, the explanted device has been retained and will not be returned. As there are no reportable allegations concerning device performance and no serious injury occurred, this complaint has been reclassified as non-reportable in accordance with applicable criteria.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.